Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a buretrol set. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation out of its packaging and with solution/drug in the set. Visual inspection revealed that the y-connector had been accessed. Pressure testing was performed and revealed that the set leaked from under the y-connector. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.